Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure of removing a piece of infected hernia mesh, there were two devices that broke. The first device had a tip break off inside the patient's cavity and was not recovered. The second device had a red alarm during activation. The device was removed from the patient and when it was inspected the tip broke off on the back table. There was no intervention made neither x-ray to retrieve fallen pieces.